Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing beginning in (B)(6) 2020. Approximately one month later, an inappropriate shock was delivered as a result of oversensed noise. It was reported the patient's lv function had improved so the device was deactivated. Some time later, the patient's lv function declined and the device was tested prior to reactivating it. Physical manipulation was noted to induce noise. As such, a fracture of the associated electrode was suspected. The system was then explanted and replaced. No additional adverse patient effects were reported.